Manufacturer narrative:
Other, other text: additional information. Updated h 6 - prior to use the cassette would not attach. Patient information included on cover page with female patient 7 years old receiving parental nutrition.

Event description:
Additional information received.

Event description:
Information was received indicating that when connecting the cassette to the pump, the pump displayed a "disposable was not properly attached, please re-attach". The users tried to re-attach the cassette on another pump with the same issue observed. The cassette was change and there was no issue observed.